Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one ear of the distal clevis is broken off at it's base. The size of the missing piece is approximately .280" x .215". The conductor cap is missing as well. The yaw pulley extruded boss feature that mates with the slot on the inner surface of the distal clevis ear is also broken off. The proximal clevis has a hairline crack on the same side as the distal clevis breakage. Engineering concluded that the damage to the instrument was most likely caused by overloading at the instrument tip. No other damage was found. Per the information provided by the initial reporter, the broken piece was successfully retrieved from the patient.

Event description:
It was reported that during a da vinci myomectomy procedure, it was noticed by the surgeon that the permanent cautery hook (pch) instrument was not responding. Inspection of the pch instrument revealed that the "plastic" piece near the hook broke off and fell into the patient's pelvis. The broken piece was retrieved and the surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.